Manufacturer narrative:
Results of investigation:the reported complaint was unable to be confirmed or duplicated. A visual inspection was performed and no anomalies were found. Upon startup the uut (unit under test) operates without fault and displays no alarms. Pressed [?] Nebulizer' switch several times to verify functionality and it is fully functional.with the application of 50psi supply o2 the pressure regulator was operating as expected and without leakage. The inlet pressure was adjusted to a maximum of 98 psi and no leakage occurred. The uut operates without fault.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is requesting a depot repair for the defective unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported fio2 (fraction of inspired oxygen) inaccuracy in the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.